Event description:
The customer reported a coulter lh 750 hematology analyzer generated increased differential background recovery for a primer. There were no reports of erroneous patient results generated in connection with this event. There was no impact to patient treatment.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse confirmed the customer's issue. The fse found that the blood sampling valve (bsv) front pad was defective and replaced the bsv to resolve the reported issue. (B)(4).